Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4), FDA patient problem code(s): (B)(4).

Event description:
It was reported that after centrifugation the additive solidifies with 50 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: after centrifugation, the serum solidifies, like a gel, interfering with processing and preventing the exam to be done. Additionally, on 2020-7-9 the fse provided the following additional information: was there any harm to the patient / healthcare professional? (Detail) yes, because many samples could not be processed and the samples were canceled, leaving the patient with no result. In how many tubes was the occurrence verified? 50 tubes / day for 3 consecutive days and now in the last few days we have received at least 10 samples was the tube filled with the indicated volume? Yes. How many inversions were made after collection? The guidelines are to perform from 8 to 10 inversions. What is the speed and time of the centrifuge? 7 minutes at 4000 rpm. How long was the sample allowed to clot? For at least 01 hour. Does the patient have a clotting disorder or is he on anticoagulant therapy? We have no contact with patients and nothing was mentioned about this in the clinical data.

Manufacturer narrative:
Investigation summary: bd received 4 photos from the customer for the investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, retention samples were evaluated and no issues relating to fibrin was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples was acceptable. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature, and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume, to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. The description of this customer¿s concern is fibrin mass. It is a function of preanalytical sample handling and/or individual patient conditions, as described in investigation summary. It is customary in many clinical settings to re-centrifuge the plasma/fibrin mass after transfer to a secondary tube to produce a fibrin free sample that is acceptable for analysis. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. A review of specimen handling parameters would be of value for this tube type. This complaint has been confirmed on photos only. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation the additive solidifies with 50 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: after centrifugation, the serum solidifies, like a gel, interfering with processing and preventing the exam to be done. Additionally, on (B)(6) 2020 the fse provided the following additional information: was there any harm to the patient / healthcare professional? (Detail) yes, because many samples could not be processed and the samples were canceled, leaving the patient with no result. In how many tubes was the occurrence verified? 50 tubes / day for 3 consecutive days and now in the last few days we have received at least 10 samples. Was the tube filled with the indicated volume? Yes. How many inversions were made after collection? The guidelines are to perform from 8 to 10 inversions. What is the speed and time of the centrifuge? 7 minutes at 4000 rpm. How long was the sample allowed to clot? For at least 01 hour. Does the patient have a clotting disorder or is he on anticoagulant therapy? We have no contact with patients and nothing was mentioned about this in the clinical data.